Event description:
Per (B)(4) review, it was reported that during an acl, the drill bit broke inside of the screw. The surgeon attempted to remove the broken drill bit from the implanted cancellous screw, but was unable to remove it as the bit was twisted inside of the screw head. The surgeon decided not to remove the screw as it would jeopardize the final outcome of the procedure. Follow-up investigation: (B)(4) filed on-line for facility name and more details. (B)(4). Per call from the (B)(4) branch, request for more information on the facility's name and contact information was denied.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Lot number was not provided so device history record review cannot be performed. The cause of the event could not be determined from the information available and without device evaluation. If the device is returned and additional information is obtained, a follow-up report will be submitted. Reported event states:" the drill bit broke inside of the screw". Review of drawings and devices for drill and cancellous screw was completed and found that there is no way the drill bit broke inside the cancellous screw because the drill diameter is bigger that the cancellous screw hex. Surgical technique specifies preparation of bone tunnel first and then the insertion of the screw using the driver. No more information was provided as an (B)(4) request for a facility contact and phone number was denied. Unknown device disposition.